Event description:
It was reported that the distal portion of the catheter was explanted on (B)(6) 2012 due to the patient developing symptoms of urinary retention and new radicular pain symptoms in his leg. The catheter segment was discarded and not replaced at this time. The healthcare provider (hcp) felt that the symptoms were due to the rigidity of the catheter versus the old catheter. The hcp felt it was direct nerve root irritation. Following the catheter explant the radicular symptoms quickly dissipated; however, the urinary retention persisted. It was later reported that on (B)(6) 2012, a new catheter implant took place. The initial placement was left sided and the catheter tip was at t9 similar to the previously implanted catheter. The patient was awake and reported worsening left leg pain. The catheter was moved to a lower position and the pain persisted. The catheter was then removed and a new catheter was inserted with a right side placement. Final position is at the top of t12 slightly to the right. It was also noted that the initial catheter revision was due to a patient fall caused by tremors from a diagnosed medical condition. The device system was used to deliver baclofen. A follow-up report will be submitted if new information becomes available.

Event description:
Additional information received reported that the reported believed the device system was used to infuse compounded baclofen.

Manufacturer narrative:
Product ID: neu_unknown_cath, product type: catheter; product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).